Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: damage has been found in the casing no additional hole or colostomy were required. The patient¿s condition is stable. The surgeon commented that he had no idea what happened or what caused the event since he used the device as usual. Additional information was requested, and the following was received: could you please provide more details for ""but the anastomosis was not completed"? The colon and the rectum were not anastomosed. Was the staple line complete? No further information is available. Were there any staples missing from the staple line? No further information is available. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? No further information is available. If the device fully cut, were both donuts complete? No further information is available.

Event description:
It was reported that during a laparoscopic sigmoidectomy, it was found all the deployed staples were unformed when the device was removed from the patient. The breaking sound of the washer was heard. The target tissue was cut properly, but the anastomosis was not completed. The device was used between the colon and the rectum. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 05/06/2021. D4: batch # u5dl5f. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. Additionally, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Further analysis shows that the anvil was received with the locking spring of anvil damage, the tip of the trocar with marks and casing was noted with cracks. In addition, scratched were noted on the locking spring of the anvil. Therefore, the anvil condition could have caused the reported event. No functional test was performed due to the condition of the anvil. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. Do not clamp across or grip on the locking springs when attempting to reattach the anvil. To avoid inclusion of tissue within the anvil shaft, do not use it for piercing. Instead, insert the ancillary trocar (included with stapler) into the anvil shaft as described in the section on ¿use of ancillary trocar.¿ the condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No further investigation will be conducted on this complaint due to external cause. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch.